Manufacturer narrative:
Following return and completion of laboratory analysis and episode review, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device passed away. The cause of death is unknown; however, the device has been explanted and is in the process of being returned for laboratory analysis. Data analysis was requested to review episodes to verify any system undersensing or if this pacemaker initiated any stored ventricular tachycardia.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header and case noted no anomalies and a data review confirmed no fault codes within the device memory. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis of stored device data was then conducted. This analysis showed no evidence of undersensing or oversensing. Amplitude and impedance measurements were within normal ranges during the time the device was implanted. Data analysis concluded this device operated as designed and programmed. Neither functional nor data analysis identified any device characteristics that would have caused or contributed to the reported patient death.

Event description:
Boston scientific received information that the patient with this device passed away. The cause of death is unknown; however, the device has been explanted and is in the process of being returned for laboratory analysis. Data analysis was requested to review episodes to verify any system undersensing or, if this pacemaker initiated any stored ventricular tachycardia. Subsequently, the device was returned and analysis completed.

Manufacturer narrative:
The egm that was later forwarded to boston scientific for review was not available for electronic review, thus calipering could not be performed to accurately assess signal amplitudes. From the left side of the egm strip, the first ventricular beat was undersensed, followed by 2 av sequential paces at the lrl (1000 ms). The fourth ventricular event was also undersensed, followed by another av sequential pace. The eighth and ninth ventricular beats were also undersensed. Due to the undersensing, the device timed out and an ap was delivered and captured. Following the ap, the next ventricular event (tenth beat) was undersensed. The eleventh ventricular event was a vp after the last ap (due to undersensing) and likely did not capture. Beats 12 and 13 were both undersensed; of note, beat 12 fell into the ventricular refractory period. The thirteenth ventricular beat was appropriately marked as a pvc, as the atrium was silent. The fourteenth beat was marked as vt and the fifteenth beat was undersensed. The sixteenth and seventeenth beats have the same pvc/vt pattern as the thirteenth and fourteenth beats. Since the device¿s agc was programmed to 0.6 mv, we conclude that the agc followed a ventricular pace set to 4.8 mv as the start point. As such, the amplitude of the undersensed ventricular beats were below the agc decay curve when the ventricular event occurred. There was no evidence to suggest that a pace on t wave occurred prior to the eighth beat. As such, engineers and medical safety concluded that the device did not trigger the vt. Collectively, based on review of the device memory and results associated with returned product testing, this device performed appropriately per the programmed parameters. The observed undersensing in the egm forwarded for detailed analysis was likely due to signal amplitudes that were below the maximum programmed sensitivity of the device.

Event description:
A more in depth episode analysis was requested and conducted.